Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Lot, manufactured date and expiration date will remain unknown, if lot information is received, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a small hematoma with drainage occurred after use of a 6f¿12f mynx control venous vascular closure device (vcd). There was a reported patient injury of a small hematoma with drainage. The patient was treated with antibiotics. The device was implanted successfully, and complications occurred after the patient was discharged home. Heparin was used and protamine was given for reversal. The patient¿s inr was not greater than 1.5. The target femoral site was not previously closed with any closure prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. There were no multiple sheath exchanges, and no multiple stick attempts were made before intravascular access was achieved. Hemostasis was achieved with mcv. The hematoma developed after discharge home while the patient was at home. The puncture site was not located above the most inferior border of the inferior epigastric artery and was not below the bifurcation. There was no posterior wall puncture. The procedure used an antegrade approach. The user was trained to the device. The device was stored, used, and prepped according to the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle of the vascular sheath introducer. The vessel type was venous. The vessel diameter was verified to be greater than or equal to 5mm. There was no vessel tortuosity. The stick location was mid femoral head. There was no presence of pvd or calcium in the vicinity of the puncture site. The hematoma was not physically aspirated, and there was no purulent drainage from the hematoma. The device will not be returned for evaluation.